Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that two sof-flex pediatric double pigtail ureteral stents had been placed in a female patient on (B)(6) 2025. It is unknown which lot was placed on which side. Imaging was performed at the time of placement to confirm proper stent positioning. No additional information was provided regarding the patient¿s pre-existing conditions or anatomy. On (B)(6) 2025, the patient returned with part of one stent (side/lot unspecified) protruding from the urethra. The physician removed the protruding portion using alligator forceps and noted that the stent was broken, with a fragment retained in the patient. X-ray imaging confirmed that the remaining fragment was retained in the kidney. The patient was taken to the operating room for removal of the retained fragment, during which the stent fractured further. No additional adverse effects were reported. Reviews of documentation including the complaint history, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the possible reported complaint device lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode for the possible complaint device lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_sfdps_rev1] ¿sof-flex double pigtail stent set¿ provides the following information to the user related to the reported failure mode. ¿precautions: do not force components during removal or replacement. If resistance is encountered, stop. Determine the cause of the resistance before proceeding. "How supplied: upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, cook was unable to determine the cause of the break. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b3, b5, d6a, d6b. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16sep2025: both stents were placed in the patient on (B)(6) 2025. The patient came to clinic on (B)(6) 2025 with part of the stent broken off and coming out of urethra. She was taken to the or for the remainder of the stent removal and it broke several more times.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported by the physician that two sof-flex pediatric double pigtail ureteral stent set were placed in a patient during stent deployment on (B)(6) of 2025. On (B)(6) 2025, the patient came to clinic with part of it hanging out of her urethra. Upon pulling out the stent the physician realized that it was broken and sent the patient to xray. Imaging was performed during initial device placement. The other part of the stent was in the patient´s kidney and we will require an additional procedure to extract the part. The other part of the stent was able to be retrieved with alligator forceps. The patient was not hospitalized due to this occurrence. No adverse effects were reported. No devices are available for return. Originator to request clarifying lot information from the customer, pending response.

Event description:
Additional clarification received 21aug2025: a stent was placed in the patient in (B)(6) 2025 (lot and anatomical side unknown); another stent was placed in the patient at separate unspecified time (lot and anatomical side unknown). While indwelling, an unspecified stent fractured, resulting part of the stent protruding from the urethra and the other part retained in the kidney.

Manufacturer narrative:
B5. Additional information received 21aug2025. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.